Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for bone malignant pain. It was reported that the communicator is giving him problems. Patient stated the charger will not stay plugged in and when it does charge it will not hold a charge. Patient said the orange light comes on when it is charging and when its finished charging it turns green. Patient mentioned they have tried a new cord and it is just loose where it plugs in. A request was sent to the repair department.